Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope, having insufficient angle. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Pre-cleaning information: there was no delay to the start of pre-cleanining and the air/water nozzle was flushed with air/water. Information on manual cleaning: the accessories used for reprocessing were normal. Liquid was sent to the air/water nozzle and flushed with detergent solution. The scope was flushed with detergent solution. The scope air/water nozzle was wiped/brushed with clean lint free brush/cloth/sponges. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of angle wire, the play of up/down knob out of the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity could not be obtained, adhesive on angle rubber chipped, adhesive on angle rubber had white-clouded area, image guide protector scratched, protector of universal cord on scope connector side scratched, universal cord wrinkled, scope connector cracked, objective lens scratched, distal end cover scratched, connecting tube scratched, and due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity could not be obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material observed in the air/water nozzle could not be determined, as there was no device deformation observed than might contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system inspection of the endoscope ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Inspection of the objective lens cleaning function ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.